Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Surgeon reported that a low energy system message was received during surgery, on one lasik case. The case was reported to have been completed successfully, after a six min delay. No pt harm was reported.